Manufacturer narrative:
Citation: l. H. De castro-afonso, g. S. Nakiri, r. S. Oliveira, et al. "Curative embolization of pediatric intracranial arteriovenous malformations using onyx: the role of new embolization techniques on patient outcomes." Neuroradiology (2016) 58:585¿594. Doi 10.1 007/s00234-016-1666-1. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use and the event cause was unknown. Information received from the same report as MFR: 2029214-2016-00499, 2029214-2016-00500.

Event description:
Medtronic received information through literature this patient had a parenchymal hemorrhage during arteriovenous malformation (avm) embolization with onyx. The hemorrhage was managed by immediate embolization using another manufacturer embolic agent, followed by hematoma evacuation. The patient was discharged after 14 days presenting hemiparesis (mrs=4), and after 6 months was independent with a left hand paresis (mrs=2).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.